Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) and right ventricular (rv) leads were attempted to be implanted but the stylet could not advance through the length of the leads. The leads were not implanted and other leads were used. No patient complications have been reported as a result of this event.